Event description:
Patient (pt) states they had wanted a (B)(6) pump but the doctor put in flowonix and then they had to have the flowonix pump removed. Pt mentioned they are on hospice and are desperately looking to have a (B)(6) pump implanted. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).